Manufacturer narrative:
(B)(4).

Event description:
Customer stated that during the implant placement procedure the driver would not release from the implant.

Manufacturer narrative:
The certain® driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip is in good condition. The o-ring was not in ideal condition. The implant mentioned in the description was not identified or returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip will not assemble with an unknown implant. The complaint was unconfirmed during inspection. The device was functionally tested, and was determined to assemble and disengage with a mating implant. A root cause for this complaint could not be determined.